Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgment occurred. A 4.00x32 synergy drug-eluting stent was advanced but it was noted that the stent was dislodged when crossing the prosthesis. The procedure was completed with another of the same device. No patient complications were reported.